Event description:
This report is based on information provided by remote service engineer rse and is currently under investigation by the philips complaint handling team. Philips received a complaint on the tempus ic2 device indicating the device will not boot up successfully. The device was not in use during this event therefore no patient or user harmed.